Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Inspection of the internal components revealed a failed capacitor at the c52 location on the radio frequency control board, resulting in a thermal event. No functional testing was performed due to the physical damage previously identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received and the investigation performed, the cause for the reported event was isolated abnormal functionality of the rf control board.

Event description:
This event is being reported based on analysis revealing a thermal event.